Event description:
It was initially reported by the physician at the hospital that the pt was experiencing painful stimulation at the electrode site. Device was checked and confirmed to be functioning within normal limits. After lowering the settings, the pt was doing fine. Follow up with the treating physician revealed that the device was turned off as pt's pain was not resolved after reducing the vns settings. Pt did well initially but the event came back. The pt requested to have the device turned off as he could not tolerate the pain and he was referred to the surgeon for a possible revision surgery. Per physician, the pain was quite serious for the pt and therefore, he had to refer the pt for a revision of vns. Surgery has not been planned at the moment but it will likely take place. The pain occurs with vns stimulation.